Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm, low battery alarm and power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm, power loss alarm and replace battery now alarm. Blood glucose level at the time of the incident was not provided. Customer stated that was the second occurrence of the replace battery now alarm without getting a low battery alert. Customer completed troubleshooting. The customer was advised that the insulin pump will be replaced and agreed to return the product for analysis.